Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, skin irritation under the garment. The patient also reported a wound on his leg from triple bypass surgery. There is no indication that the lifevest caused the patient to have a wound on his leg or need triple bypass surgery. It was reported that the lifevest caused the patient pain and the patient's physician was working to get the patient a pacemaker, so the lifevest could be returned. Follow up indicated that the patient's skin irritation improved.